Manufacturer narrative:
Carefusion factory service received the suspect component, an avea coldfire user interface model (uim), and evaluated the device. An evaluation of the component was unable to duplicate the reported issue. There were no issues found with the uim display.

Manufacturer narrative:
Carefusion file identifier: (B)(4). (B)(4). The carefusion field service representative (fsr) went onsite to evaluate the device for the alarm volume issue. Prior to repairing the device, the screen was discovered to have a faulty touch screen. The device was placed to the side until replacement parts can be delivered and upon receiving them, the repair and evaluation will be completed. Upon receiving further information of the evaluation or customer, a follow up submission will be made.

Event description:
The customer reported that their device has been down due to an alarm volume issue. During an evaluation, the device was discovered to have a faulty touch screen. As this was discovered during an evaluation, there is no patient involvement.